Manufacturer narrative:
Pump passed self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert noted. Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.